Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: a malfunction with the endocatch pouch, which ended in a retained foreign object. It was clear that the "plastic collar" that was left on the metal ring after the pouch was cinched. Patient needed follow up surgery within 3 weeks of her laparoscopic cholecystectomy.